Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, abnormal glucose readings were reported. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.